Manufacturer narrative:
The initial report of infection was received on (B)(6) 2011 and is normally submitted via an alternative summary reporting (asr) on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis on the lead (B)(4). As there is new information, lead (B)(4) no longer qualifies for asr, and is therefore being submitted as a timely bimonthly report. The type has been changed from asr to asr and bim, the rationale has been changed to ii from as for the (B)(4). Evaluation summary: (B)(4): the distal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was torn, the outer insulation was breach cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.